Event description:
The customer reported to olympus, that the lens of gastrointestinal videoscope was blind. No reports of patient harm. During the evaluation the following reportable malfunction was found: due to insufficient cleaning, foreign material found inside the light guide lens and the bending section adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder and the suction cylinder have no color; the plug unit had a scratch, and the connecting tube was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: 1. Did you have the device fully reprocessed before it was sent to olympus? Yes. 2. Do you have any idea what the foreign material was? No idea. 3. Was there a delay in starting the pre-cleaning? No. 4. Did you flush the air/water nozzle with water and air? Yes. 5. Were there any abnormalities in the accessories used for reprocessing? No. 6. Did you immerse the endoscope in the cleaning solution? Yes. 7. Did you wipe/brush the air/water nozzle with clean lint-free cloths, brushes or sponges? Yes. 8. Have you rinsed the air/water nozzle with the cleaning solution? Yes 9. Are there any other concerns regarding reprocessing? No, none. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.